Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the pod detached from the infusion site on the arm after approximately five hours of wear. This issue led to an increase in the patient¿s blood glucose levels to approximately 16 mmol/l (288 mg/dl). A new pod was placed, and the patient successfully resumed therapy. No medical intervention was reported. The pod involved is no longer available for investigation.